Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was admitted with st elevation myocardial infarction. The trek dilatation catheter was prepared for use per instructions for use and no issues were noted. The device was advanced to the target lesion with some difficulty, due to the patient's movement, and the shaft kinked. An attempt was made to inflate the dilatation catheter at the target lesion; however, the balloon would not inflate. The device was removed without difficulty. A second trek dilatation catheter was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.